Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/29/2022. The following additional information was requested: our failure analysis lab received the wrong product with reference to this complaint, the following product was received: product code: j945h; product lot #: rmmrcs. 1. Could you please clarify if wrong device belongs to this complaint? If yes, does the product code currently on file - j258h also belong to this complaint? 2. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. Additional information was requested, the following was obtained: the codes sent back were the codes provided by the account for return. I can¿t speak to the incorrect code in the file. Apologize for the confusion. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information was requested, and the following was obtained: please provide the specific number of patient events: unknown. Did the event occurred during one or multiple patient procedures? Multiple procedures both vaginal and c-section procedures. What is the total number of procedures? Unknown. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. What are the procedure name(s) and date(s)? Unknown. What is the quantity involved per procedure? Unknown. Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? No. Investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received one open box with thirty-six unopened samples that pertain to the product code: j258h. A visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. A functional test was performed using an instron equipment and the pull force result was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Event related to mw # 2210968-2022-08138. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an ob/gyn procedure on an unknown date and suture was used. The sutures were breaking off the needle. No adverse patient consequences were reported. Additional information was requested.